Event description:
The customer stated "pt in stirrups for gynae procedure, legs adjusted to appropriate position. At this point, the stirrup collapsed, dropping pt's leg which fell into surgeons lap".

Manufacturer narrative:
After several attempts, the user facility is not responding to requests for additional details of the incident nor providing additional documentation of the device failure. The user facility provided a photograph of the "failure". However, the failure shown in the photograph is that of the detachment of the ball joint on the gas cylinder lift assist mechanism. This failure would not have caused the described malfunction of the stirrup "falling into the surgeon's lap" as the gas cylinder functions as a lift-assist only and the stirrup will hold the pt leg without the gas cylinder present. We have asked for the device to be returned and the user facility is not responding. The device is 8 years old, 3 years past its stated life of 5 years. If the device is returned or further communication is received from the user facility, additional eval will be performed and a follow-up report will be sent. The user facility has filled a report with the (B)(6), ((B)(4)) and thus this report is being filed.